Event description:
Access and deployment of a 28-16-120bl bifurcated device a 34-34-80le infrarenal proximal extension, and 34-34-100rle suprarenal proximal extension was uneventful. There was a slight intraoperative indeterminant endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt's anatomy met indications for use criteria. Use of palmaz stent if off-label. No conclusion can be drawn at this time.